Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that may contribute to watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. The patient anatomical conditions were not reported with the case information which may have aided in the investigation and determination of cause. It was reported that the shaft of the trek was bulky and has kinked. It is possible that the bulky shaft caused resistance in the lesion resulting in the shaft kinking. Patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support can all affect the crossing abilities of the catheter therefore if force is applied, the shaft will kink. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all products are 100% checked for damage and profile dimensions. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported. The device was not returned for analysis and a conclusive cause could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that general comments were made by the physician indicating that the rx trek dilatation catheter shaft is too bulky and has kinked in the past. Additionally, the physician stated that the rx trek balloon has watermelon seeded during the procedure. There was no reported adverse patient effect or significant clinical delay in the procedure. No additional information was provided.